Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate high results of ¿98 mg/dl¿ with the lifescan meter and ¿87 mg/dl¿ on a laboratory device and ¿126 mg/dl¿ with the lifescan meter and ¿102 mg/dl¿ on a laboratory device. Both comparisons were performed within 10-30 minutes of each other without intervention of food or medication.. This complaint is being reported because the reported results of the second comparison did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.